Manufacturer narrative:
May 27, 2015 additional information was received: on (B)(6) 2013 an abrupt closure was noted: target limb and target lesion occlusion. Target lesion revascularization was performed. Treatment included angioplasty, stent and thrombolysis. Treatment was rotarex pta on (B)(6) 2013 and pta and stenting (B)(6) 2013. Event was considered resolved without sequelae on (B)(6) 2013.

Event description:
This procedure is part of the (B)(4) study performed in (B)(4): the atherectomy and balloon angioplasty procedure was performed on the sfa. Vessel recoil in the interventioned section of the sfa occurred resulting in the need for a stent to be implanted. The symptoms resolved the same day as the procedure, (B)(6), 2011.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.